Event description:
Pt status post pdl implantation level l5 -s1 was subsequently implanted approximately 7 months later with posterior screws at level l5-s1. Pt returned to surgeon, an upon reviewing x-rays on an unk date, surgeon noted that one of the posterior screws is broken. Surgeon noted pt experienced an mva and indicated the need for supplemental fixation at level l5-s1. Surgeon reported the pdl implantation was intact. Surgeon will remove the pdl and posterior screws at l5-s1 and is re-instrumenting with uss construct and spacer. This is three of four reports for this event.

Manufacturer narrative:
Additional information has been requested. Unable to provide the date of manufacture as no product has returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, the device history records review could not be requested.